Manufacturer narrative:
The service rep confirmed arching of high voltage candles, cleaned and regreased candles tested system. System operates as intended.

Event description:
Customer states that system will not fluoro and they were also hearing noise which was possibly arching. No pt injury was reported.